Event description:
The following was reported by (B) (4) sales representative via e-mail, a pericardial tissue valve that was explanted by dr (B) (6). Dr (B) (6) would like edwards to examine the explanted valve. Please contact (B) (4) for additional information. No additional information was provided.

Event description:
The customer stated the supply bag fell on the floor and became disconnected. The technical service representative (tsr) assisted the customer to end therapy. The customer stated he/she would discard the supplies and call the nurse regarding being connected when the bag became disconnected. The customer confirmed to speak with the nurse regarding any missed therapy. No injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: a tear is detected in leaflet 2 at commissure 2 attachment site. The tear is due to indeterminable reason, and measures to approximately 6mm at the free margin and into the cusp area. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 4mm. Host tissue is minimal to moderate at the stent inflow. The wireform is exposed at commissure 3 at the outflow aspect. The calcification presented in the x-ray at commissure 1 is not detected onto the valve tissue, but rather in the host tissue overgrowth at commissure 1 inflow aspect. No calcification detected onto valve tissue. X ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation results have been provided via a customer letter.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via e-mail from (B) (4) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however device evaluation is anticipated, but not yet begun.